Manufacturer narrative:
Additional information received indicates that the lead was explanted and replaced a couple months after the original observation, (B)(6) 2018. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture post generator change out. An x-ray was performed which showed that the lead had moved therefore, the patient underwent a revision procedure and this product was explanted and replaced.